Event description:
This is a spontaneous report by a physician from (B)(4) of sterile peritonitis in an adult patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, with the first bag of extraneal that the patient used, the patient experienced sterile peritonitis manifested by cloudy effluent. The patient was otherwise clinically asymptomatic. The patient received no antibiotic treatment. The patient remained asymptomatic. On (B)(6) 2010, extraneal therapy was discontinued, and on (B)(6) 2010, 24 hours later, the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.